Event description:
It was reported that during a coronary treatment procedure the maverick2 monorail balloon ruptured at 14 atms on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as "good".